Event description:
A consumer reported having difficulty reading at near following bilateral intraocular lens (iol) implant surgeries. She stated that she has discussed this with her surgeon and he told her that she needs more time to adjust. She is wearing over-the-counter readers to see near. She also reported experiencing elevated eye pressure in both eyes right after surgery. The pressure in the left eye, the first surgery, has resolved with medications. She is still being treated for the right eye which -- is improving. She stated that she has no previous history of high eye pressure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints. Reported in the lot number. Additional information was requested on 02/01/2010, 02/26/2010 and 03/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).